Event description:
It was reported that prior to insertion in anesthesia, the md found the swg was severely bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Eval: a guide wire and advancer assembly were returned for analysis. The guide wire is slightly bent approximately 3.5 cm from the distal tip. No other damage was observed on the sample. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The reported complaint of a bend in the guide wire was confirmed through visual inspection of the returned sample. The guide wire has a slight bend approximately 3.5 cm from the distal tip. No other damage was found on the sample. Based upon the location of the bend and the report that it was found prior to use, a previous investigation has determined that the potential cause is related to tray design. An engineering change request was initiated to implement a redesigned tray to replace the current tray in order to reduce component contact and movement within the tray.